Event description:
The following has been reported: "pump was not due for inspection, but it had an error code of 15-0008. Replaced the defective ribbon cable from the power supply to the microprocessor board and the error code went away. Also replaced rfid battery as well as the internal lithium battery pack and the pump membrane. Performed calibration and all tests. Verified accuracy and that the pump was located using the pump location software. All tests okay, returned to service. " error 15 is defined as a secondary microcontroller communication issue. Reporting due to the referenced issue; no harm to patient was reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to technical manual and repairs information, the ribbon cable was replaced in order to address the reported technical error. Despite several requests for parts return and attempts to collect additional information, we did not receive anything that would allow us to go further with this investigation. Although a defective ribbon cable is suspected, the root cause of this defect cannot be confirmed. If further information are provided later on we will re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.